Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced low blood glucose level. The customer¿s blood glucose level was 2.0 mmol/l at the time of the incident. The customer¿s current blood glucose level was 10 mg/dl. Customer stated that they experienced blurry vision and shaking due to low blood glucose. Customer was treated with juice. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer allege that insulin pump was over delivering. Customer declined to troubleshoot. Auto mode feature was not used at the time of event. The device will not be returned for analysis.